Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to replace the flow sensor assembly. Part number for the flow sensor was provided. A gas delivery system (gds) was return for analysis. An investigation was performed and the root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the flow accuracy test failed. There was no patient involvement.